Manufacturer narrative:
Investigation: tomer returned (1) used 32g x 4mm bd pen needle without a tear drop attached. It was reported that the needle that pierces the pen bent as he was attaching it. The returned sample was examined and it was observed that the non-patient end (npe) cannula was broken; no manufacturing defects were observed. As the sample was returned after use, and no manufacturing defects were observed, the likely cause of the broken npe cannula is user error during attachment of the pen needle to the pen injector. Attaching the pen needle obliquely to the pen injector could result in the bending or breaking of the npe cannula, which would lead to difficulties operating the pen needle. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (broken npe cannula) the possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Event description:
Material no. 320122 batch no. 8171673 it was reported that during use of the bd pen ndl 32g 4mm the non patient end bent while attaching it to the insulin pen. As a result the user did not received the dose that he believed he was receiving. This caused his glucose levels to be unexpectedly high after dinner. The following information was provided by the initial reporter: I need to report a complaint on behalf of my partner who uses bd nano 4mm pen needles. On monday, the needle that pierces the pen bent as he was attaching it. He did not realize this had occurred until later when he removed the needle. As a result, he did not receive the dose that he believed he did and his glucose level was unexpectedly high after dinner. I have asked him to retain the sample for further investigation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 320122, batch no. 8171673. It was reported that during use of the bd pen ndl 32g 4 mm the non patient end bent while attaching it to the insulin pen. As a result the user did not received the dose that he believed he was receiving. This caused his glucose levels to be unexpectedly high after dinner. The following information was provided by the initial reporter: I need to report a complaint on behalf of my partner who uses bd nano 4 mm pen needles. On monday, the needle that pierces the pen bent as he was attaching it. He did not realize this had occurred until later when he removed the needle. As a result, he did not receive the dose that he believed he did and his glucose level was unexpectedly high after dinner. I have asked him to retain the sample for further investigation.